Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for low battery symbol. Customer stated the battery had not been changed and that she had only been using the truefocus meter for two weeks. During the call, the truefocus meter powered on using the power button and when a test strip was inserted. The low battery symbol was not on. The meter turned off when the power button was held. The truefocus meter displayed the blood drop to indicate it was ready to perform a test. At the time of the call the customer reported feeling tired and off balance; medical attention was not needed at the time. During the call, a blood test was performed by the customer fasting and produced test result of 119 mg/dl using truefocus meter; customer was satisfied with the result obtained.